Event description:
It was reported that alarm 16 occurred, affecting the customer's ability to manage their insulin pump. The customer's blood glucose level was displayed as "high" at the time of the incident. To address this, the customer administered a correction injection via multiple daily injections. Technical support assisted by providing instructions for a pump reset, after which the customer successfully loaded a cartridge and resumed insulin delivery. Additionally, during this process, the customer stopped their sensor and was referred to dexcom for a replacement.